Event description:
It was reported by healthcare professional "we have a patient on continuous chemo at home. She woke up and it was leaking. She stopped her pump and came in and she was deaccessed. There was a split on the tube causing the leaking." Additional information received 03.25/2022: any patient symptoms related to fluid leak? No. Was the catheter removed? Was a new catheter placed? The huber needle was removed and we reaccessed with a different brand. What type of catheter securement was utilized? Tegaderm. Was there any patient harm reported? No, it leaked on patient's clothes and bedding. Instructed patient to wash with soap and water and to wash clothing and bedding per protocol.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfwf086 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "we have a patient on continuous chemo at home. She woke up and it was leaking. She stopped her pump and came in and she was reaccessed. There was a split on the tube causing the leaking." Additional information received 03.25/2022 any patient symptoms related to fluid leak? No. ¿ was the catheter removed? Was a new catheter placed? The huber needle was removed and we reaccessed with a different brand. ¿ what type of catheter securement was utilized? Tegaderm. ¿ was there any patient harm reported? No, it leaked on patient's clothes and bedding. Instructed patient to wash with soap and water and to wash clothing and bedding per protocol.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set was confirmed but the cause is unknown. A photograph of a proximal section of a powerloc max safety infusion set was returned for evaluation. There appeared to be either a partial separation between the tubing and luer adaptor or a semi-circumferential split in the tubing directly distal of the luer adaptor. The defining characteristics of the damage could not be clearly observed in the returned photograph and therefore, the root cause could not be determined at this time. Possible contributing factors could include detachment of components, sharp instrument damage, or material fatigue.